Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a cause for the reported knob issue and sleeve steering issue could not be identified. Regarding the knob issue, it is possible that the knob was functioning as intended but was subjected to user preference, while the sleeve steering issue could have be a result of procedural interactions with the device; however, without the device to analyze, this cannot be confirmed. In addition, as a cause for each failure cannot be identified, a potential association between the two reported device issues cannot be established. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that while steering the clip delivery system, irregular movement was observed, which has the potential to cause or contribute to serious injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+. The clip delivery system (cds) was prepared for use, per the instructions for use (IFU). It was noted that while testing the cds, the m/l knob seemed to have less resistance than normal. The cds was advanced to the left atrium; however, when the m/l knob was turned in the m-direction, the cds deflected in the opposite direction. The cds was removed and replaced without issue. Two clips were implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.